Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they tried to bolus several times but their blood glucose level was still high. The customer's high blood glucose level during the incident was 350 mg/dl. The customer had symptom of a dry mouth. The glucose history was not showing any of her readings and when she received the bolus. The customer also reported that they were hospitalized on (B)(6) 2016 due to high blood glucose. The insulin pump was not delivering and the customer also had pneumonia that may have contributed to the hospitalization. The customer had to take manual shots. The customer's blood glucose level during the hospitalization was unknown. The customer did not mention how they were treated during the hospitalization. The customer's current blood glucose level was 254 mg/dl. The device will not return for analysis.